Event description:
Customer's wife reported aviva system blood glucose results of 387 mg/dl and 129 mg/dl within 10 minutes, 500 mg/dl and 49 mg/dl within 10 minutes. Also reported the customer took 50 units of humalog based upon a result of hi, which on the aviva system indicates a result in excess of 600 mg/dl, reported no symptoms. Less than 10 minutes later he got a result of 49 mg/dl, paramedics were called, treated the customer, transported to hospital, admitted for 3 days. Strips not available for return, replacement system sent.